Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's lead migrated after patient had multiple falls. The lead migration was confirmed by imaging. Surgery took place wherein the lead was explanted to address the issue.